Event description:
Caller states the patient tested 5.7 inr and 5.3 inr on the coaguchek system while a comparison lab returned as 3.5 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.